Event description:
During surgery the tension cord of the mega suturecut needle driver tip broke. Surgeon was notified and he instructed scrub tech to remove the needle driver. All pieces were obtained. Charge nurses were notified and instructed me to save all pieces and place them in a biohazard bag.mega suturecut needle driver 8mmda vinci xi surgical systemver-16, lot# k10231207 0345, ref# 471309.